Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial # (B)(6) implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 23-mar-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was receiving morphine (50 mg/ml at 11.995 mg/day ) and bupivacaine (30 mg/ml at unknown concentration) via an implantable pump for unknown indication. It was reported that the 8784 would not connect or disconnect properly, when the physician attempted to disconnect it after he was unable to aspirate from the cap on the initial pump opened for the procedure. During attempts to disconnect and reconnect, the 8784 would not disconnect, and the silicon with the markings detracted from the 8784. The physician did pull and was applying the correct pressure to the black markings when trying to disconnect. The physician additionally repositioned his grip, and it did not disconnect, and the silicon detached when he pulled and twisted the connector of the 8784. It was further reported that the twisting of the 8784 may have been a contributing factor to the silicon detaching from the 8784. The agent provided the physician the correct process for connecting and disconnecting the 8784; however, the physician stated that it would not release. The physician then attempted with surgical instrument, hemostat, to remove remaining portion of the 8784 and was successful. However, he noted that the pump connector where the 8784 had been attached looked bent. Based on this observation, the physician instructed the agent that he would not implant that pump and requested that the agent open another 8667-20 pump and an 8780 catheter so that he could use the proximal portion of the catheter instead of another 8784. The physician opened and used a different 8667-20 pump from the agent trunk stack and opened an 8780 catheter as requested to complete the pump replacement procedure. The procedure was performed to replace the patient's previous 40cc pump, which was at normal eri, with a 20 cc pump, as the patient had requested a smaller-sized pump at this time. When the physician attached the proximal segment to the pump and then connected it to the existing distal spinal segment, the physician aspirated from the cap on the second 8667-20. The pump opened, it aspirated easily and the connector from the 8780-catheter kit connected properly on the first attempt. The pump was programmed and resumed at previous pump daily dose settings. The physician then requested the agent send the initial 8667-20 and the 8784 to the manufacture for analysis. The agent agreed and encouraged this recommendation. The procedure was completed without any further issues. The issue was resolved at the time of the event.